Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was not turning on or charging at all. Troubleshooting did not occur since the customer did not have the device available. The insulin pump was not returned for analysis at this time.